Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reamer/drill device was broken and not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device had no power and was not working; and the trigger was sticking. It was noted the electric motor would not rotate (not functional), wire insulation on the electronic control unit and bearings (rough rotation) were damaged, the transmission shaft, lock slides and trigger components were worn. The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.